Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in a severely calcified and moderately tortuous superficial femoral artery, popliteal artery and common iliac artery. A non bsc guide wire crossed the lesion. The sterling es mr 2mm x 20mm x 143cm balloon was inflated. On the first inflation the balloon ruptured at six atmospheres. The device was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)